Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2021. Reportedly, a small piece of metal fell out of the tip while testing the capio slim device outside the patient. There were no patient complications reported as a result of this event. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the capio carrier broke and detached. Should additional relevant details become available; a supplemental report will be submitted.